Event description:
On (B)(6) 2026, a patient underwent port placement procedure using powerport isp by nephrologist for blood draws, CT scans, and vascular access. The patient stated that the port has not been accessed since implantation and inquired about recommended flushing frequency. She reported experiencing intermittent twinges of pain near the incision site, a burning sensation while showering, and a small area near the incision that has not fully healed but is scabbing over. Approximately two weeks prior, the patient presented to the emergency department due to pain and concern for a possible blood clot. CT scan and ultrasound imaging reportedly confirmed the port and catheter were in place, but the device was not accessed as staff advised that an order from the implanting nephrologist was required. The patient also reported a history of allergies to multiple adhesives and indicated that dermabond was used at the incision site. She is uncertain whether her symptoms may be related to a reaction to the adhesive. The patient additionally reported a medical history including chronic venous stasis. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.